Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic gastric bypass surgery, the device exhibited poor alignment of the tip, resulting in a defective closure of the clamp. This led to difficulty in the correct dissection and sealing of blood vessels. The malfunction was noticed immediately during the procedure, prompting the surgical team to switch to a competitor's product. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a laparoscopic gastric bypass surgery, the device exhibited poor alignment of the tip, resulting in a defective closure of the clamp, as also seen on the photos and video received. This led to difficulty in the correct dissection and sealing of blood vessels. The malfunction was noticed immediately during the procedure, prompting the surgical team to switch to a competitor's product. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found the jaw liner was melted and there appears to be missing pieces.

Manufacturer narrative:
Additional information: b5, d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the jaw was misaligned. The waveguide was not centered on the jaw liner. The jaw liner was melted. There appears to be missing pieces. The misaligned jaw was consistent with excess force being applied to the jaw, most likely due to a drop. The battery latch was opened and closed repeatedly, with the latch clicking into place each time. Troubleshooting found that the assembled device turned green and produced the startup tones. Full functionality was confirmed by activating the dual mode energy button with the clamping jaws open. Jaw liner damage was caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. It was reported that the jaw/tip was misaligned. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the jaw liner melted. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not to activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. Use of a device with damaged components may result in injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.